Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR reports: 3006705815-2020-00754, 3006705815-2020-00755, 3006705815-2020-00756 and 1627487-2020-01794. It was reported the patient's entire scs system was removed due to a sepsis infection.